Manufacturer narrative:
Batch review performed on 11-mar-2021: lot 135041: (B)(4) items manufactured and released on 11-dec-2013. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
Revision surgery performed due to stem loosening 2 years and 10 months after the primary surgery. The patient already underwent revision surgery due to infection.